Manufacturer narrative:
1. The customer returned 3 photos, but did not return defective sample. The photos show that the extension tubing is broken; the sku of the sample is (B)(6) and the batch code is 4016760. The sku and batch code in the photos are different from those in the complaint, but they are all intima ii products. 2. DHR/bhr review lot#: 4016705. 1- the products of this batch were assembled at intima ii auto line 3 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample of the complained batch for relevant functional testing: 45psi leakage test. Test results show that no leakage is found at the sample and no abnormality is found at the extension tubing. Please refer to attachment for the test report. 4. The extension tubing of the intima ii product is made of pvc. The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure of the product can withstand is 45 psi (300kpa). If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and burst. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show the broken state of the extension tubing, since the intima ii product is not suitable for high pressure injection, the root cause of this defect is related to the user end.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm tubing defective/damaged on (B)(6) 2024, the patient came to our hospital for an enhanced CT examination, everything was normal at the beginning, and during the process of hitting the contrast medium the indwelling needle syringe burst, the doctor stopped the examination immediately, the nurse rushed in to carry out the removal of the tube to deal with it, to calm the patient down, and re-launched the indwelling needle for the enhanced CT examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.